Manufacturer narrative:
Per the user guide: always remove all air bubbles before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred; cause was not known. Customer's blood glucose (bg) was 504 mg/dl and ketone level was high (value not provided). Healthcare provider identified ketone level as dangerous. Customer had headaches and became ill. Pump supplies were changed and manual insulin injection was administered by customer's son. Customer reverted to using manual injections for insulin therapy. As pump supplies were changed, tandem technical support (cts) was unable to determine the source of the blockage. Cts reviewed loading procedure and infusion set application steps with the customer. Upon follow up, customer reported not to have been removing air from the cartridge during the loading process.